Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus/basal/fixed prime. It was stated that the customer uses the reservoir three times longer than infusion sets. Customer was advised to always change the reservoir along with the infusion set every 2 to 3 days. Blood glucose value was 126 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change.